Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances less than 200 ohms and pacing thresholds of 2.5 volts. There were multiple episodes stored with noise in the arrhythmia logbook. The patient had an intrinsic rhythm therefore, there was no asystole greater than 2 seconds. The patient underwent a revision procedure and a new lead was implanted and this rv lead was surgically capped. It was determined that this lead had an insulation breach. No patient symptoms were reported.